Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2020-00054.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle) and a non-penumbra coil. During the procedure, the physician placed and detached one non-penumbra coil and three smart coils in the target vessel using the handle. The physician then advanced another smart coil in the vessel and used the handle to detach it; however, the smart coil failed to detach. Therefore, the handle was removed.   The procedure was completed using a new handle to detach the same smart coil. There was no report of an adverse effect to the patient.